Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the riata lead exhibited noise episodes. The patient's condition was normal at the last follow up.